Manufacturer narrative:
(B) (4). There was a tubing disconnect found on the device that resulted in leak testing failure. Disconnection between the tubing and male luer were noted at the distal end of the patient line stopcock. All other connections were intact. There were cracks present on the tubing and male luer of the patient line stopcock. It is unknown how or when this damage occurred. A review of the manufacturing records was not possible as no lot number was provided. No patient injury was reported.

Event description:
It was reported that the doctor had difficulty with the patient's lumbar drainage. Csf build up under dressing. The doctor found that the drainage system was damaged after changing to a new drainage system.